Event description:
The company was informed that the pt underwent a debridement due to skin breakdown at the implant site. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve procedure, the trocars were leaking from the seal. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.